Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during use the balloon got torn at the joint part with shaft and the air could not be injected into the balloon. Opened another to complete the case with no problem. Operating time extended: less than 30 min. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).